Manufacturer narrative:
Device used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review: part # 03.632.002, synthes lot # 6543874. Release to warehouse date: 29 apr 2011. Supplier: synthes (B)(4). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that on (B)(6) 2017, surgery was performed using the matrix system. During the surgery, the surgeon confirmed that the following products were broken at the time of insertion. 3 pcs of pedic-scr-matr 5.5 ø5.5 l35 tan, 1 pc of pedic-scr-matr 5.5 ø5.5 l40 tan, 1 pcs of retain-sleeve std f/matrix 5.5. 1 pc of scrdrivershaft t25 std f/matrix 5.5 is worn. There were no broken parts found left in the body. The surgery was successfully completed without any delay, and there was no adverse consequence to the patient. Complaint involves 6 part. This report is 6 of 6 for (B)(4).

Manufacturer narrative:
(B)(6). A manufacturing investigation action & summary was conducted/performed. The report indicates that: based on the available information it is not possible to determine a definitive root cause for the reported complaint conditions. The returned parts are part of the matrix spine system. The returned holding sleeve (03.632.001, 6603333) is an alternative instrument used the insertion of pedicle screws, such as the ones returned as part of this complaint. The returned t25 stardrive shaft (03.632.002, 6543874) is used in accordance with the returned sleeve, during pedicle screw insertion. Was manufactured on 29apr11 and drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. The investigations for the returned pedicle screws can be found in their respective mias. No mrrs, ncrs, or actions related to the complaint condition were generated during production of the returned part(s). Review of device history record(s) showed that there were no issues during the manufacture of the product(s), which would contribute to the complaint conditions. The material, material properties, and hardness of the returned part(s) were determined to be conforming at the time of manufacture and based on review of the associated and available DHR(s) and based on the details of the complaint and investigation of the returned part(s), additional material/hardness testing is not required. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. The distal tip of the returned sleeve was found to have damaged threading at its distal tip, which confirmed its complaint condition and made its replication inapplicable. The returned shaft was found to not have a worn distal tip, which unconfirmed its complaint condition. The returned pedicle screws were sent for manufacturing investigations where they were confirmed as having peeling/torn threads, which were found to be damaged due to post-market use. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 04.639.140 was received without head attached with m6.5x0.75-6h lead thread having a small peel, but there are indications of cross threading. A review of the received concomitant instrument part number 03.632.001, revealed that the thread is damaged beyond function with thread being broken and shifted. If an instrument in this condition were to be used on a functional screw, damage could occur. DHR review showed that the raw materials on the screw is unobtainable due to the small surface area, however, the DHR review showed the correct raw material was used. The thread is damaged and could not be measured, however, the DHR review showed that there was no scrap produced during manufacture of lot. Complaint is confirmed because the 04.639.140 screw is ¿broken¿ per complaint description with the lead thread having a small peel with indications of cross threading, but is unconfirmed from a manufacturing perspective because per DHR there were no manufacturing issues; also, the visible peel and damage in separated area is not anodized, meaning the damage was post manufacturing ¿ anodize process affects exposed surface area of a part during processing. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.